Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.8 cm abdominal aortic aneurysm, one month ago. Vessel morphology was reported as the aortic neck was 22 mm in diameter at the renal arteries, and approximately 11 mm below the renal arteries, the aortic diameter was 29 mm, and 10 mm below that, the aortic diameter was 26 mm in diameter. There was severe aortic neck angulation. The iliac arteries were reported as moderately calcified and had moderate to severe tortuosity bilaterally. It was reported that the endurant bifurcated stent graft(ref. MFR 2953200-2011-01249) and contralateral limb were implanted without issue. The physician elected to model the stent graft with a reliant balloon . The physician was aggressive during the modeling of the stent graft and the proximal area of the aortic neck was perforated; however, the balloon was still completely contained behind the stent graft during the remodeling. The cause of the perforation was due to the severe change in the aortic neck diameter. The physician believes that the perforation will heal without intervention. The ipsilateral side of the stent graft was also aggressively modeled with the reliant balloon, resulting in the perforation of the iliac limb. The physician implanted an iliac extension and the perforation was covered / resolved. The cause of the ipsilateral limb perforation was due to the aggressive modeling of the stent graft and the calcified iliac limb. No additional clinical sequelae were reported and the patient was fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (aortic perforation). Results/conclusions: (severe aortic neck angulation) (aggressive modeling).